Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found cuts in the suture sleeve area and melted metal noted on the distal end of the shocking coil. The cuts in the suture sleeve area were felt to be related to damage from the explant procedure. The melted metal was suspected to be related to the lvad procedure, or post explant if the device was left on with the electrode attached. The electrode was attached to the device upon return, however, it was unknown if the device was on upon return. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing following implant of a left ventricular assist device (lvad). Surgical intervention was undertaken to reposition the system. Subsequently, the patient presented to the emergency department after receipt of shock therapy. Review of device memory noted oversensing of noise. The physician felt the noise was consistent with electromagnetic interference (emi). The patient was admitted to the hospital for overnight evaluation and was discharged the following day. The physician has continued monitoring. No additional adverse patient effects were reported. This product remains in service. It was reported that the electrode was later explanted and returned with no additional information linking the explant to the previous reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing following implant of a left ventricular assist device (lvad). Surgical intervention was undertaken to reposition the system. Subsequently, the patient presented to the emergency department after receipt of shock therapy. Review of device memory noted oversensing of noise. The physician felt the noise was consistent with electromagnetic interference (emi). The patient was admitted to the hospital for overnight evaluation and was discharged the following day. The physician has continued monitoring. No additional adverse patient effects were reported. This product remains in service.